Event description:
It was reported that during a supply change the infusion set disconnected from the patient¿s body after the patient failed to deploy the inset infusion set correctly, leading to an interruption in insulin delivery. No reported symptoms. Outcomes included successful resumption of insulin delivery after guidance to fill tubing only and refill the cannula, with no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education by the agent. Investigation of this case revealed user deployment error of the infusion set and an improperly attached infusion set/connector, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set deployment and connection.